Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. As a result the customer went to the emergency room on (B)(6) 2024 for a duration of 3 hours. Customers blood glucose level was 423 mg/dl with high ketones. Customer addressed bg by administrating a correction bolus via pump. Customer was treated with intravenous fluids of saline and insulin. Customer was released from hospital later the same day with the issue resolved and no permanent damage. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time everyday (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.